Event description:
As reported: used manta as a bailout for 2 failed competitor devices. Hemostasis was immediate on the surface but there was an opacity shown during the post deployment angio that the physician was concerned with and went to cutdown and patched vessel.

Manufacturer narrative:
An investigation has been opened and a follow-up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were submitted and reviewed by the investigative team and indicate an opacity. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tevar procedure, two suture-mediated closure systems were attempted for closure in the right femoral artery, and failed. The physician chose to use a 18f manta as bailout. Micropuncture and ultrasound were utilized to gain a mid-femoral head positioned access. Vasculature was noted as greater than 6mm, no depth measurement was acquired, manta was deployed under fluoroscopy. Procedural requirements per the IFU indicate depth location must occur with either the 8f depth locator prior to step dilation of the vessel and before the large-bore procedure is performed or with the 14f depth locator following the large-bore procedure but before insertion of the 14f manta device. No issues were endured advancing or withdrawing the procedural sheaths. Following deployment, hemostasis was immediate, however, a post-angiogram indicated a blockage. The physician chose to surgically cut down, explant manta, and patch the vessel. The root cause of the occlusion is possibly due to inaccurate depth measurement caused by the pre-procedure arteriotomy issues created attempting to close with a different device. However, due to no information regarding the initial and deployment procedures, patient conditions or environment, or placement of manta seen during the surgical cut down, the root cause of the occlusion is undeterminable.